Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, a broken cable was found on a maryland bipolar forceps instrument. The planned surgical procedure was completed. No add'l info was provided. No pt harm adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found no cables or wires broken or damaged at the wrist. One grip is bent, creating a .040" offset at the tips. Yaw pulley does not have separation at glue joint, however, the most likely cause of bending is overloading the tip. Engineering also observed the distal end of main tube has a 2.0" long section with material removed on one side of the tube. Damaged area is located directly above the proximal clevis, parallel to tube axis, and has a rough surface finish. Based on the location and appearance, the damage may have been caused by a cannula accessory. No other damage was found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.